Manufacturer narrative:
Attempts to obtain additional information from the article author(s) were unsuccessful. The in the article: clayton j. Brinster, md, ronald m. Fairman, md, edward y. Woo, md, grace j. Wang, md, jerffrey p. Carpenter, md, and benjamin m. Jackson, md, philadelphia, pa. "Late open conversion and explantation of abdominal aortic stent grafts." Journal of vascular surgery. 2011 july; volume 54, number 1.

Event description:
Boston scientific (formerly guidant) received information from a study designed to evaluate the indications for operative strategy during, and outcomes following, late open surgical conversion following endovascular aneurysm repair (evar). The study involved a total of 21 pts. An ancure endograft product was implanted in one pt that required conversion to open repair (the specific indication for open conversion for this pt was not specified). Over the seven year study, reported adverse pt effects included: twelve endoleaks (eight type I, four type ii), nine instances of aneurysm expansion (eight with endoleak, one without) , five graft migrations, five de novo visceral aneurysms, one aneurysm rupture and one endograft infection.